Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that they were examined by their dentist. It was found the patient has gum disease. There is pocket depths consistent with periodontitis along with bleeding on probing throughout the mouth. Dentist has recommended that treatment stop immediately, patient see a periodontist to address the gum disease.